Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker longevity dropped from eleven months to elective replacement indicator (eri) in a span of three months. Additional information from the field confirmed longevity anomaly as device lasted a little over five years with minimal pacing. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header is firmly attached to the pg casing. Visual inspection noted no irregularities. No holes were noted in the seal plugs and the setscrews move freely. The device was found in primary active mode with brady therapy enabled. Device memory was available for review. It noted that the nominal brady mode of device was ddd, with the alternate being ddi. Battery status data was reviewed. It noted that the battery was in the eri battery phase. Lifetime sense and pace counts were reviewed, and it noted behavior of high atrial sensing. Evidence of chronic high atrial rates that reduce longevity in devices that are programmed ddd mode with atrial sensing on. Fault data noted no critical faults were logged in device memory, a few single bit memory faults and a data ram single bit fault were noted. Longevity calculator is considered a pass due to the presence of high atrial sensing. The calculated power was quite smaller than the reported used power. This is consistent with high atrial sensing behavior. Device passed longevity, passed functional testing and indicated normal battery depletion over use of device life. Deemed no product defect.

Event description:
It was reported that this pacemaker longevity dropped from eleven months to elective replacement indicator (eri) in a span of three months. Additional information from the field confirmed longevity anomaly as device lasted a little over five years with minimal pacing. To date, the device remains in service. No adverse patient effects were reported.